Event description:
A malfunction alarm was reported with no notable events preceding it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided guidance on resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out if any issues arose again.